Event description:
The customer reported no image during inspection for use involving an Olympus Gastrointestinal Videoscope. There was no reported patient injury.

Manufacturer narrative:
B3: Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.